Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with IV and oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Manufacturer narrative:
This report is submitted on february 15, 2024.